Manufacturer narrative:
The guide wire has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during an arteriovenous fistulogram, a guide wire tip "split" was noted. The lesion was located within an arteriovenous fistula; its exact location was not specified. During the procedure, several catheter exchanges over the guide wire were performed. During use of the third catheter (non-bsc device), difficulty was noted during removal of the catheter over the guide wire. Everything was removed as a unit, and it was noted that the distal end of the guide wire looked like it had "split". Nothing was left inside the pt. The procedure was completed with another of the same guide wire. No pt injuries or complications were reported. Pt status is listed as "fine."